Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced infection, urinary problems, erosion, pain, bleeding, emotional distress and a product problem. Additionally, it was reported that the plaintiff experienced vaginal drainage, atrophic vaginitis and urinary tract infections. Furthermore, it was reported that the plaintiff died. The cause of death was reported as respiratory failure and chronic obstructive lung disease. Related to MFR report # 2183959-2014-10692.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer filed report.